Event description:
It was reported by the customer that upon withdrawing the spring wire guide (swg), it became completely unraveled and was impossible to remove. As a result, the physician removed the swg and the catheter simultaneously. There were no reported pt complications.

Manufacturer narrative:
Follow-up will be filed if additional info becomes available.